Manufacturer narrative:
This MDR which was submitted on 04/10/2014 references itc complaint #(B)(4). Multiple lots of cuvettes were used; lot numbers were not provided. The actual device was not evaluated. Process evaluation was performed; no related ncrs were identified for this instrument.

Event description:
A pt self-tester reports that results greater than a ref instrument were generated with the protime microcoagulation system. Pt's therapeutic range: 2.3 - 2.5 inr. During a side by side test, the pt self-tester's protime instrument generated a result of 2.7 inr and using a reference protime instrument 2.0 inr was generated. No adverse events were reported; the results generated by the reference instrument were used for patient management.